Event description:
It was reported that during hepaticojejunostomy laparoscopic procedure, there was an unrecoverable surgeon console error. System reboot was required that took more than 30 minutes, so the surgeon decided to convert to open laparotomy procedure. The incision was extended more than 1 inch.

Manufacturer narrative:
A2: age at event, a4: weight in lbs, h6: annex b, annex c, annex d annex g have been amended. Device evaluation: medtronic led an evaluation of the associated device data for the reported surgeon console (sc). Evaluation of the device data indicates that the sc experienced a peripheral component failure error. This error is a subsystem non -recoverable error, and as such the user did not need to restart the tower, just the sc. Evaluation of the device data for the reported surgeon console confirmed the reported condition. The most likely cause could be traced to a component failure of the input device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during hepaticojejunostomy laparoscopic procedure, there was an unrecoverable surgeon console error. System reboot was required that took more than 30 minutes, so the surgeon decided to convert to open laparotomy procedure. The incision was extended more than 1 inch. There was a permanent injury of open laparotomy as a result of the event.